Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vticmo12.1, -14.0/2.0/087 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2019. Low vault with rotation was observed, on (B)(6) 2019 the lens was repositioned but it did not resolve the problem. On (B)(6) 2019 the lens was explanted. It was reported that on (B)(6) 2019 a longer length lens was implanted and the problem resolved.